Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear, prosthesis fracture, and insufficient bonds between the implants and the bones, which resulted in aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, prosthesis fracture, and loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Event description:
As reported, approximately 7 years post op initial left tka, this 79 y/o female patient was revised due to poly wear. The femoral and tibial components are also loosening. All components were replaced with a revision knee system. Patient was last known to be in stable condition following the condition. No other patient information/medical history reported. Photos attached, unable to obtain x-rays.

Manufacturer narrative:
Section h10: (h3) pending evaluation; (d10) concomitant device(s): (B)(6), 02-010-04-0225 - logic cr femoral por, left, sz 2.5; (B)(6), 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 201-78-15 - holding pin mini sharp point 4 pk; (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk; (B)(6), 521-78-23 - threaded pin size 2.3 collared; (B)(6), 521-78-23 - threaded pin size 2.3 collared; (B)(6), 521-78-32 - threaded pin size 3.0 collarless; 10020015006, (B)(6) - gps implant kit v2; (B)(6), stk190-119-90 - stryker saw blade 90x19x1.19mm.